Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 466 mg/dl, 258 mg/dl, and 150 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Femcare received a medwatch from their u.s. Distributor, cooper surgical on april 28, 2010. The medwatch form alleged that the patient became pregnant after tubal ligation utilizing filshie clips. The tubal ligation occurred in 2006. The patient entered the hospital on (B)(6) 2010 at 31 weeks gestation with preterm premature rupture of the membranes. The patient delivered one infant via vaginal delivery and another infant via c section. Two filshie clips were found. One clip stuck to the suction apparatus and the other was free floating in the abdomen. The pathology study by the hospital identified that both clips were tightly closed. Additional info from the u.f: the patient has a history of tubal ligation in 2006 at another facility. Patient presented to the hospital on (B)(6) 2010 at 31 weeks gestation with preterm premature rupture of membranes. She delivered one infant via spontaneous vaginal delivery. The second infant was delivered via c section. Two used filshie clips were found: one stuck to the suction apparatus and the other free floating in the abdomen. The surgeon inspected the fallopian tubes and both prior insertion sites of filshie clips were found to have holes where the clips were applied. Both clips were removed. An x-ray was taken of the abdomen to check for foreign body and showed no evidence of any foreign bodies. The patient was informed of the findings by the surgeon.